Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was confirmed. An assessment was performed and it was observed that the contacts were bent and cracked and the wiring/ soldering was open. The assignable root cause was determined to be the wear form normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6). As follows it was reported that a "device failure has occured, a universal loading device does not function. Sent in for evaluation and repair, no further detail available." Time of event and patient involvement is unknown. This report is 1 of 1 for (B)(4).